Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the oscillating saw attachment does not function. Customer was not able to supply any further information. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a service history review of the device has been performed .the review indicates that the device has not been serviced during the past six months. There is no information relevant to the current complaint issue. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. The service technician noted the following action maintenance. The device has been serviced and functional testing has been performed in accordance with the service & repair procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: during the pre-repair diagnostic assessment the service technician identified the failure code as housing damage. The technician also noted the following coupling power supply damaged. Housing was damaged so it has been replaced. The service technician identified the probable root cause as normal wear. Device was repaired and returned to the customer. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.